Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. Product ID: 8590-1, lot# n147331, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
Additional information later reported the patient experienced general lack of effect, no withdrawal symptoms. The underlying issue was never determined and the catheter was discarded. It was noted the patient was doing fine post catheter replacement. The patient¿s current status was unknown to the reporter, however no additional troubleshooting or interventions had been requested by the following hcp.

Event description:
It was reported the patient had been scheduled for a pocket revision. Prior to beginning the procedure, the patient stated to the doctor that she did not think that her therapy was that effective. The patient¿s current concentration and dose were observed and they ¿weren¿t surprised¿. However, the doctor decided to conduct a dye study which was unsuccessful; the doctor was unable to aspirate the catheter. Upon opening the pocket, the doctor was unable to aspirate through either the ¿clinician access port¿ nor directly through the existing catheter. The doctor then decided to replace the entire catheter. The entire catheter was replaced successfully. The pump was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.